Event description:
A physician reported that after cataract surgery on the left eye, the patient felt pain, vision reduced (vision loss) and there was a reaction in the anterior chamber cell, and tyndall. There was a mild conjunctival inflammation and diagnosed with toxic anterior segment syndrome. The patient was examined and result shows aqueous cell 2+ and increase in macular edema and the patient received an intravitreal injection with triescence. The patient was prescribed with post operative steroids, antibiotics and non-steroidal anti-inflammatory drugs.

Manufacturer narrative:
No lot code or sample provided. No further evaluation or root cause analysis can be conducted at this time. No root cause could be determined as no sample or lot code was provided for analysis. No action is warranted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on the information received following submission of the initial report, suspect product is ophthalmic handpiece and not the ophthalmic viscosurgical device for the reported event. The updated report for the suspected handpiece has been submitted under mfg report num. 2028159-2022-00917. No further reports will be scheduled under mfg report num. The manufacturer internal reference number is: (B)(4).

Event description:
Additional corrected information received indicating that the suspect product is ophthalmic handpiece and not the ophthalmic viscosurgical device.